Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.